Manufacturer narrative:
H4: d5:d6: information unavailablebased upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instruments reportedly did not function properly during surgery. The instrument were returned in good physical condition. The cartridge retention fearture was measured for both instruments and was found to be within design specification. Instrument a was cycled, fired, cut, and formed the staples within design specification. Instrument b was cycled, fired, and cut, but did not form the staples properly. No conclusion could be reached as to why the staples did not form properly. The instruments were disassembled to examine the internal components and no deformations could be idnetified. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
Device was used during a thoracic procedure. It was reported by the rep. The one endocutter observed that the reload unit moved in the jaws, the second endocutter could not be fired. There was no consequence to the pt.